Manufacturer narrative:
Corrected data: b5 updated to reflect that the over-sensed noise leading to pacing inhibition previously was false. There was no pacing inhibition noted.

Event description:
Additional information indicated the previous report of pacing inhibition due to the over-sensed noise on the right ventricular (rv) lead was false. There was no pacing inhibition noted.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was sensing noise. The noise could be reproduced in clinic via isometric testing. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.

Event description:
Additional information received indicated the noise was over-sensed by the right ventricular (rv) lead, and it did lead to pacing inhibition.